Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, or staff noticed that the ao connection of a star hex drive shaft was not fitting with power couplings, nor the 4nm torque limiter from the 4.5mm lcp periarticular screw and instruments tray. Procedure was completed with no delay. There was no patient consequence. This report is for a star/hexdrive screwdriver shaft. This is report 1 of 1 for (B)(4).